Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller ac adapter was not providing power to the controller. The event was not associated with any controller alarms or with any pump stop events. The controller ac adapter was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, a faulty internal component and/or due to an open circuit along the output cable. The reported event, however, could not be confirmed as the device was not available for analysis. If information is provided in the future, a supplemental report will be issued.